Event description:
The complaint is reported as: the doctor does not report difficulties in the puncture and insertion of the guidewire, but there was resistance in removing the guide and when she managed to remove the guide, it was damaged. No patient harm reported. The patient's condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned for evaluation; however, the customer provided one photo for analysis. The complaint of guidewire/catheter resistance was able to be confirmed by the photo. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the doctor does not report difficulties in the puncture and insertion of the guidewire, but there was resistance in removing the guide and when she managed to remove the guide, it was damaged. No patient harm reported. The patient's condition is fine.